Manufacturer narrative:
No unexpected excessive no delivery alarms or low battery alerts were noted during testing. The insulin pump passed the displacement test, rewind, excessive no delivery alarm test and off no power. The operating currents were within specification. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 150 mg/dl. The parent also reported that the batteries needed to be replaced every 3 days and declined troubleshooting for these issues. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.